Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed a breakage of the syringe plunger and that the thumb press of the plunger was completely broken. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 1608106. Conclusion: an absolute root cause for this incident cannot be determined. Our quality engineer also notes that the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this, it is possible that the syringe thumb press could break as a consequence of any imperceptible damage in the plunger or could also be caused by some inappropriate handling condition or transport of the product before use.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: august, 2016. (B)(4).

Event description:
It was reported that as a nurse tried to pull up anesthetic with a bd emerald¿ 2ml syringe, luer slip centric tip, the syringe broke and she stuck herself with a needle. A band-aid was applied to the injury but there were no medical interventions other than this and no patient was involved. It is unknown if the needle attached to this device was manufactured by bd.